Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal 2000 mcg/ml; 1183.4 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the pump was alarming. A motor stall was seen at initial interrogation. The motor stall was active. The logs reveal a stall on (B)(6) 2018. The patient did not recently have magnetic resonance imaging (MRI). The patient had just entered hospice and the pump stalled unexpectedly; the cause was not known. The patient looked awful and had been throwing up. The pump will not be replaced. The patient will be in the hcp office in the afternoon on (B)(6) 2018 and the hcp would like to have the pump permanently shut off. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly; corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient looking awful and throwing up has been resolved. The patient weight at the time of the event was 70 kilograms. Medical history was multiple sclerosis with spasticity.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was replaced yesterday ((B)(4) 2018) and would be sent back for analysis. No further complications were reported/anticipated or expected.

Event description:
On (B)(6) 2018, additional information was received from a physician which included a hospital discharge summary. Gablofen (baclofen) was added as a co-suspect product. It was reviewed that there was nothing that could be done with the programmer to bring the pump out of hard stall unfortunately. As of (B)(6) 2018, , the motor stall was ongoing. On (B)(6) 2018, the hcp reported that the pump was alarming again. It was reviewed that the pump was likely alarming due to a tube set alarm. On (B)(6) 2018, it was learned that additional medical history included muscle spasm, advanced multiple sclerosis with severe lower extremity spasticity, methicillin-resistant staphylococcus aureus (mrsa),a large para-esophageal/diaphragmatic hernia with severe reflux/heartburn, chronic oral secretions, failure to thrive, severe protein-calorie malnutrition (status-post percutaneous endoscopic gastrostomy/j-tube placement), urinary retention with chronic foley catheter, atonic distal colon, fecal impaction, hyponatremia, colon cancer, anemia, lower extremity fractures, chronic wound and osteomyelitis of the left lateral malleolus with open ulcer, sacral ulcer (stage IV), breathing difficult y, pain, vaginal yeast, anxiety, constipation, mood disorder, bladder spasm, nausea/vomiting, and gas. Concomitant products included tylenol (acetaminophen) 325 mg tablet at 650 mg via j-tube every 6 hours as needed for pain, tylenol with codeine #3 at 2 tablets v ia j-tube every 6 hours as needed for pain, albuterol 1.25 mg/3 ml (0.042%) inhalation solution at 3 ml nebulized inhalation every 8 hours, betamethasone-clotrimazole topical cream 0.05%-1% at one application topically at bedtime as needed for vaginal yeast, glyco pyrrolate 1 mg at one tablet via j-tube 2x/day, motrin (ibuprofen) 200 mg tablet at 2 tablets every 4 hours as needed for pain, lorazepam 2 mg/ml oral concentrate at 0.25 ml sublingually 3x/day as needed for anxiety, lorazepam 2mg/ml oral concentrate at 0.5 ml 3x/day orally for anxiety, citrucel (methylcellulose) 2g/19g oral powder for reconstitution at 2g via j-tube daily for constipation, omeprazole 2mg/ml oral suspension at 10 ml via j-tube daily for heartburn, zofran (odansetron) 4 mg oral disintegrating tablet at 1 tablet orally 2x/day for nausea/vomiting, miralax (polyethylene glycol 3350) powder for reconstitution at 17g via j-tube daily for constipation, transdermal scopolamine 1.5 mg transdermal film extended release at 1 patch topically every 72 hours as needed for secretions, sertraline 100 mg at 1 tablet via j-tube daily for mood disorder, simethicone 80 mg chewable tablet at 1 tablet chewed 4x/day as needed for gas, and flomax (tamsulosin) 0.4 mg capsule at 0.4 mg via j-tube at bedtime for bladder spasm.on (B)(6) 2013, the patient started gablofen (baclofen) at an unspecified concentration and dose intrathecally via a synchromed ii pump for pain. On (B)(6) 2018, the patient was admitted to the hospital with admitting diagnoses of baclofen pump failure ("needed new baclofen pump; pump may have been working intermittently"), acute urinary tract infection (uti)/cystitis, baclofen overdose, altered mental status, and lethargy. Active problems at time of admission included mdro (multiple drug resistant organisms; (B)(6) 2017,prior to admission, the patient's history of present illness noted the patient was chronically ill. She was obtunded in the emergency room (ER) which responded to intravenous fluids. Minimal pain with some anorexia (no emesis), chronic sacral ulcer and chronic oral secretions (on tube feeding at home with some oral intake) were also noted. The patient's hospice status was revoked for the "current illness." Laboratory tests performed during the hospitalization on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, included blood gases (within normal limits [wnl]); complete blood count and chemistry panel (wnl); albumin level of 2.9 g/dl (reference range 3.5-5.2 g/dl); and clean catch urinalysis (ua) with culture; ua was slightly cloudy with few bacteria noted (klebsiella/pseudomonas presenton admission). Treatment for the uti included ciprofloxacin 500 mg tablet orally every 12 hours for 3 days. During the hospitalization, the baclofen pump was replaced (date not unspecified) due to baclofen pump failure. Prior to discharge on (B)(6) 2018, a general examination noted prominent pump in mid-abdomen(non-tender) and had a small amount of discharge with mild redness at j-tube site; and a soft non-distended abdomen with normal bowel sounds. Spasticity in the lower and upper extremities was present. The patient was alert and oriented/awake and alert and in good spirits. Per the managing physician, the motor stall and vomiting/"looking awful" had resolved. No additional information was provided.